Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a routine visit in clinic. It was noted that the pacing lead impedance was low and out of normal range in bipolar configuration. The device had automatically performed polarity switch from bipolar to unipolar prior to the clinic visit. The right ventricular lead was programmed to a unipolar configuration which was found to be in normal range. The lead was not replaced during a subsequent routine generator change as the bipolar configuration was found to be in normal range once connected to a replacement generator. The lead was to be monitored for function to re-assess the need for re-placement. The patient was in good condition before, during, and after the event.